Manufacturer narrative:
D.4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, no patients were crossing to the ased, b4, and b5 stations. Paragon was sending data to cce, the stations were placed on override, and the the nurse attempted to pull medication were greyed out. The customer stated that this malfunction occurred while dispensing the medication which caused few hours delay to the patient care. There were no adverse events or injuries reported based on this event.